Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: it was reported the expiratory valve assy made noise during patient ventilation. No harm to the patient was reported.

Manufacturer narrative:
Investigation result: it was reported to hamilton medical ag: "noisy expiratory valve assy when ventilating." "When turning on the unit. After the self tests, the unit alarms. It will also failed the tightness test." "Need to replace the expiratory valve assy. Found out the problem when I replaced the check valve assy for a reference valve defective alarm and perform the annual tests/calibrations." Patient involvement was mentioned but no health consequences or impact. However, the self-test and the tightness test have to be performed and passed successfully prior to connecting to a patient. Therefore, a patient involvement does not make sense based on the description of the customer. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. The tightness test is also performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. It ensures that there is no unintended gas leakage that could affect ventilation performance. The operator's manual specifies that the preoperational check, which includes the tightness test, must always be conducted prior to patient use. If those tests are not passed, the device cannot be used on a patient. In conclusion, a failed self-test or tightness test is not an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. 3 attempts have been made to get further information about if replacing the expiratory valve fixed the issue and what the status of the device is. All attempts remained unanswered. This case is considered as closed.